Manufacturer narrative:
The customer returned precision xtra blood glucose meter. Complaint is not confirmed. Meter powered on with button depression and insertion of both cal bar and strips. Calibration was recalled successfully. Errors during calibration were not observed.

Event description:
Customer reported receiving an error "658" on their precision xtra blood glucose meter and was not able to properly obtain a glucose result. He then reported feeling sweaty and dizzy. He reported feeling as if he was about to lose consciousness. The customer reported drinking orange juice and taking glucose tablets. The customer was later diagnosed with diabetic ketoacidosis. The time of diagnosis is unknown. Subsequent treatment to stabilize glucose levels is also unknown.